Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, immediately post-operatively, the implantable cardiac monitor (icm) was exhibiting a noisy electrocardiogram ( ECG)/unreliable sensing. The icm was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.